Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a polypectomy procedure performed on an unknown date. According to the complainant, during the procedure, the snare would not cut the target polyp in the colon. The technician troubleshoot the device by opening and closing it multiple times. However, the issue was not resolved. The procedure was then completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and the patient was not admitted to the hospital beyond the standard of care.